Manufacturer narrative:
Device received with cracked reservoir tube lip, broken battery tube threads, broken belt clip slot, cracked case from display window corner, cracked case and stained end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was from 275-400 mg/dl which was treated with bolus. Customer stated they were falling apart and battery was taped, screen was cracked. The insulin pump will be replaced, and customer agreed to return the product for analysis.